Event description:
It was reported the patient experienced a shocking or jolting sensation. It was stated the device was "zapping her" since (B)(6) 2013, and was "hurting her whole body." The patient cannot find her programmer to turn the stimulation down or off. It was noted the patient fell on the side of her implant "recently", prior to (B)(6) 2013. The patient stated she did not have a following provider at the time of this call. The patient was redirected to her "old" health care provider. A list of local providers were also provided to the patient. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 7434, serial # (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 7434-e, serial # (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3887-33, lot # j0019934v, implanted: (B)(6) 2001, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).